Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she has had eight bent cannulas on her infusion set. Customer reported that the insulin pump excessively alarmed no delivery during this time. Customer reported that she has been experiencing high blood glucose levels as a result. Customer's blood glucose reading ranged from 469 to 600+ mg/dl. Customer stated that she treated her high blood glucose with the insulin pump. Customer also reported that the no delivery alarm was resolved by a complete set change. Replacement product is being sent.